Manufacturer narrative:
B3: it was reported that the event occurred "a month ago in july 2024". The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported to be due to "a possibility of a bad cassette". No further details were reported about the "bad cassette. On an unknown date, the patient was hospitalized for the peritonitis and other indications. It was reported that the patient developed "staphylococcal" infection during the hospitalization. Treatment for the event was unknown. The patient was discharged from the hospital, however, it was not reported if the patient has recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.